Event description:
Reportedly, a 29mm valve was explanted after an implant duration of approximately 3 months due to paravalvular leakage (pvl). The customer reported a magna mitral ease valve, model 7300tfx29, was implanted for mitral valve replacement (mvr) to correct mitral regurgitation (mr) on (B)(6) 2012. Before implant, extensive prolapse on both native leaflets due to degenerative lesion was observed. The customer tried to corrected mr by mitral annuloplasty (map); however, mr was still observed. The customer decided to perform mitral valve replacement (mvr). After implant, wound infection occurred and staphylococcal was confirmed by blood culture. The patient had negative blood culture after a course of antibiotic. The patient was recovering and discharged from the hospital in early (B)(6). Later, the patient had negative blood culture at outpatient clinic. On (B)(6) 2012, cardiac murmur was heard at outpatient clinic. Prosthetic valve endocarditis (pve) led by staphylococcal infection was diagnosed. Paravalvular leakage and vegetation were observed. On (B)(6) 2012, the valve was explanted and replaced with a perimount plus valve, model 6900ptfx29. At explant, it was observed that three stitches of anterior leaflet had come off. Vegetation was found stuck on the inflow aspect of the leaflets and did not seem to be removed easily. Customer commented that this explant was not expected but not device related. The patient was under treatment as of (B)(6) 2012.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned for evaluation due to infection. Echo report will not be provided. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the staphylococcal infection was not provided. Customer commented that this explant was not expected but not device related. No additional information will be provided.